Event description:
Pt admitted for cystoscopy under epidural anesthesia. During the course of removal of the epidural catheter a portion of the catheter sheared and it was felt that approximately 5-6" of catheter remained within the pt's body and was felt to represent a tear at the subcutaneous level at some point.